Manufacturer narrative:
The reported event of noise was confirmed. Final analysis found that the insulation was abraded at 32.8 cm to 33.2 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a system upgrade procedure. Upon interrogation, the right atrial lead exhibited noise. The physician explanted and replaced the lead. The patient was stable.